Event description:
Crna contacted aspect rep regarding a case which occurred on september 19th, 2005. The crna stated a male patient undergoing a colostomy was very allergic to all adhesives. The extent to which he was allergic was not known till after the surgery. A quatro sensor was applied to the forehead for approximately 1 1/2 hours. Upon removal of the sensor, the crna was informed an allergic reaction occurred which consisted of blisters and general denudation of the skin at each adhesive site. The patient was discharged home with bacitracin ointment for preventive measures by the ostomy nurse. The crna stated the ostomy nurse was familiar with caring for this particular patient's skin issues and has heard of no further problems regarding this incident. The crna providing the information for this report was not present for the procedure.

Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Bacitracin is considered a widely used over the counter ointment. However, it is unknown if bacitracin was used to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, it is unknown if bacitracin was used to prevent serious injury. At the time of this report, it is unknown if the allergic reaction has completely resolved. Therefore, an MDR is required.